Manufacturer narrative:
Model number/catalog number: 72400024, batch/lot number: 621714005, model/catalog description: balloon fgs 61-70 cm. Model number/catalog number: 72404127, batch/lot number: 649653006, model/catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which a hole was noted in the cuff of the device. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.